Manufacturer narrative:
The surgeon involved used instruments not recommended for use with the system, therefore causing the problem. Proper instrumentation and surgical technique training was provided to the surgeon to eliminate future problems.